Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was determined to be device related. The placement of the device lead to thoracic radiculopathy following the implant and was due to the defectivedevice. The patient recovered without permanent impairment.

Event description:
It was reported the patient was programmed after their initial implant and the coverage seemed to be adequate. The patient moved and then it was later noted the patient had stimulation in the wrong location. The stimulation was in their ribs and despite several reprogramming sessions the issue never resolved. In an attempt to resolve the stimulation in the wrong location the patient had a lead revision. During the revision there was a lot of time spent moving the lead up and down the spine to get rid of the rib stimulation. They were unable to eliminate the rib stimulation so the entire system was removed and the hospital disposed of the system.